Event description:
Additional information was received from the treating physician which revealed that the patient was diagnosed with sleep apnea on (B)(6) 2011 and the sleep apnea is not related to vns. The patient is on pressure therapy which helps the patient's apnea.

Event description:
Clinic notes dated (B)(6) 2013 reported that the patient has chronic history of obstructive sleep apnea (pediatric and adult). Attempts for additional information have been unsuccessful to date. It is unknown to date if vns exacerbated the patient's sleep apnea condition.